Event description:
Asr revision to take place on (B)(6)2015 asr xl - right reason(s) for revision: alval / soft tissue reaction, pain (pseudotumor) * correct product code for the lot number of the taper sleeve is 999899024 - (B)(4 ) (B)(6) 2015 - rcvd email with correct lot number for head. Added lot no, man area, man and exp dates update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Email notification from (B)(6) received. Updated the date of implant. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Asr revision to take place on (B)(4) 2015. Asr xl - right reason(s) for revision: alval / soft tissue reaction, pain (pseodotumor). Correct product code for the lot number of the taper sleeve is 999899024 - conf in jde. * kf (B)(4). (B)(4) 2015 - rcvd email with correct lot number for head. Added lot no, man area, man and exp dates. Update - received confirmation that revision has taken place. Taken from (B)(4) spreadsheet dated(B)(4) 2015. Update aug 18, 2017: email notification from kennedys received. Updated the date of implant. This complaint was updated on aug 24, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and theinvestigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.